Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging congestive heart failure and asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. "

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging congestive heart failure and asthma. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, and the blower motor. The accessory module and sd cover flip doors, philips pollen filter, and the box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible 1 bottom enclosure screw that is inserted near the accessory module were missing from the device. A keratin-like substance was observed on the blower damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. Errors logged: 0 errors were logged. Manufacturer is unable to directly address the symptoms specified. Section h6 updated.